Event description:
Philips received a complaint from a service engineer on behalf of customer reporting error code blower temperature high occurred on the v60 ventilator. This issue was identified during a preventive maintenance (pm) visit. The device was reported to be in use for patient monitoring at the time of occurrence; there were no reports of patient/user harm/injury. A philips authorized service provider (asp) was onsite for a planned maintenance (pm) event and reported the device had preexisting error of blower temperature high in the diagnostic reporting log. The asp reported the pm services could not be completed on the unit until repaired. The asp ordered necessary parts for troubleshooting/repairing the unit. The asp determined the issue was due to a failed blower assembly. The blower assembly was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.